Event description:
This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the string separated from the pledget. Upon manual removal of the pledget from her vaginal cavity it fell apart into pieces. She manually removed the pieces and her boyfriend assisted to confirm no pieces remained. She experienced vaginal pain and a headache during and after removal which resolved by the next day. She did not seek medical attention and she did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.